Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and a small string-like thrombus was noted at the tip of the was. The closure device was released and successfully implanted in the laa of the patient. The physician then aspirated through the was as the wds and was were removed from the patient. The patient was not given protamine post procedure. The patient woke up without any obvious abnormal symptoms or deficits and was discharged home. There were no other complications that were reported to have occurred.